Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient injected in cheekbones (ck1 tm), ck3 bolus, ck3 soof, lip and corners lp6 with juvéderm® volift¿ with lidocaine and juvéderm® voluma¿ with lidocaine. 3 months after injection, the patient presents with "an allergic reaction with edema of the eyelids, smaller visible balls as well as balls of products at the level of the left corner of the lip (granuloma type)". Biopsy was not provided. Treatment and symptom information not provided. This is the same event and the same patient reported under patient identifier: (B)(6). This emdr is being submitted for the suspect product, juvéderm® voluma¿ with lidocaine.